Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. A definitive root cause cannot be identified. Based on the results of the investigation, it is likely that the image failure occurred due to a communication failure caused by the damaged cable unit. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to the regional repair center. The device was inspected and tested and the reported issue was confirmed as there was no image on the screen due to a defective cable unit. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus was informed by the customer that during inspection before use, the 4k camera head has "image dropouts, image noise". No patient injury or harm was reported to olympus. The device will be returned for evaluation/repairs.